Event description:
It was reported that the patient was experiencing weakness and right upper buttock pain. It was also noted that the ipg was difficult to charge due to implants depth, it was too deep. The patient underwent an ipg replacement and pocket site revision procedure. The patient was doing well postoperatively. The explanted ipg was not released by the hospital and will not be returned.